Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that three insulin cartridges leaked insulin from the bottom near the plunger during use. The highest reported blood glucose (bg) was 401 mg/dl which was corrected by the user using insulin shots. During the event, the user experienced dry mouth, thirst, frequent urination, nausea and headache. The caregiver stated the supply change was performed correctly and that the cartridges were not overfilled. The user transitioned to a new box of cartridges, and replacements were shipped. No adverse health effects were reported. No long-term health effects were reported.